Event description:
It was reported that when using the bd pyxis¿ anesthesia station es user occasionally encountered a fingerprint prompt when pulling controlled substances. The system displayed ¿cannot pull this medication,¿ requiring multiple attempts before proceeding. The customer stated that nurse was unable to issue the medication that caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier was intermittently failed. A technical support specialist (tss) dialed into the system, applied the knowledge article "bioid requires maintenance - works in hta but not application.", repaired the lumidigm driver and rebooted the system to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es user occasionally encountered a fingerprint prompt when pulling controlled substances. The system displayed ¿cannot pull this medication,¿ requiring multiple attempts before proceeding. The customer stated that they were unable to issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.